Event description:
The father reported via phone call that the customer had a motor error alarm. The father stated the alarm occurred three weeks prior. The customer was filling the tubing when the alarm occurred. Customer's blood glucose 9 mmol/l. The customer could not recall any significant events leading to the alarm. The father agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.